Manufacturer narrative:
A customer from (B)(6) notified biomérieux that samples were not being identified with the vitek® ms (UDI (B)(4)). The customer submitted strains for evaluation. An investigation was performed. Five strain samples were received and tested. (B)(6). The five strains were tested on vitek ms with good spot preparation, and a "no identification" was obtained for all five. Sequencing (full 16s = reference method) results obtained were: sample ID (B)(6): paenibacillus spp (species not described yet, the closest species described is paenibacillus ginsengarvi). Sample ID (B)(6): enterobacteriaceae (species not distinguished between kluyvera intermedia, buttiauxella izardii and buttiauxella noackiae). Sample ID (B)(6): pseudomonas spp (species not distinguished between pseudomonas koreensis and pseudomonas tramae). Sample ID (B)(6): microbacterium humi. Sample ID (B)(6): erwina tasmaniensis. All identifications found with full 16s method (reference method) were not included in vitek ms knowledge base (B)(4). For samples ID (B)(6), there was no issue with vitek ms as the customer obtained no identification, as it worked as intended. The results for samples ID (B)(6) are linked to a system limitation. Note: the kb user manual ref. 161150-556-b for vitek ms clinical use (B)(4) mentions the following limitation: "testing of species not found in the database may result in an unidentified result or a misidentification". It is due to the use of a predictive modeling based on a supervised learning. Typically, such a model includes an algorithm that learns certain properties (e.g., presence of peaks) from a training spectra dataset in order to make those predictions. When the microorganism tested is not part of the training dataset, no specific species pattern will be available in the database for comparison. Consequently, the system can give: no identification (no-ID) (most probable answer) when the spectrum acquired does not match with any species pattern. An incorrect single choice identification to the nearest species pattern (often same genus as expected) when the spectrum acquired presents a high level of similarity with a specific species pattern present in the database. An incorrect low discrimination identification (often the same genus as expected) when the spectrum acquired presents a high level of similarity with multiple specific species patterns present in the database. The investigation confirmed the customer's result of no identification for three samples that were not included in the vitek ms knowledge base (B)(4) and the others were linked to a system limitation.

Event description:
A customer from (B)(4) notified biomérieux on (B)(6) 2017 that samples were not being identified with the vitek® ms (UDI (B)(4)) for testing on (B)(6) 2017. The customer reported that a no identification result was reported to the physician and there was no delay for reporting results. The customer stated empirical treatment was given by clinicians. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The customer provided the e. Coli mzml files after a fine tuning which were analyzed and found to be conforming. Ecal mzml files needed for proper evaluation were requested from the customer (B)(6) and were received 02may2017. Biomérieux analyzed eleven (11) mzml files for one isolate tested between 25apr2017 and 28apr2017, and found the misidentification of burkholderia gladioli as gemella morbillorum and pseudomonas oleovorans. The customer stated the sample was identified as burkholderia gladioli with the vitek® 2. When the files were analyzed using the vitek® ms v3 knowledge base, seven (7) had no identification, two (2) were gemella morbillorum and two (2) were pseudomonas oleovorans. Analysis with the vitek® ms v3.1 and v3.2 knowledge bases gave no identification. Burkholderia gladioli is in all the vitek® ms knowledge bases. A biomérieux internal investigation will be initiated.